Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms noted. Unit received with stripped battery cap coin slot. Unit received with cracked case at display window corners. Unit received with severely scratched lcd window. Unit received with broken battery tube threads.

Event description:
Customer the battery cap coming off. Customer states that the battery cap is stuck. The blood glucose reading is 147 mg/dl. Nothing further reported.